Manufacturer narrative:
Date of event: (B)(6) 2019.

Event description:
The customer reported the screen freezes, and found that when the unit enters stand by when attempting to power off unit, the screen freezes up. In addition, the error codes of 35 v supply failed, auxiliary alarm supply failed, back up alarm failed, and ventilator restarted were reported to occur during device operation. There was patient involvement, but no patient harm. The manufacturer's field service engineer (fse) remotely confirmed these device errors. The fse found that the customer had recently replaced the power management board in september. The fse advised the customer to replace the cpu (central processing unit) board. The customer requested information regarding pricing for the cpu board replacement.

Manufacturer narrative:
Date received by MFR: (B)(6) 2019 date of report: (B)(6) 2019 correction: there was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the screen freezes, and found that when the unit enters stand by when attempting to power off unit, the screen freezes up. The fse replaced the touch screen, central processing unit (cpu), and loaded software and options along with correct hours to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date 22 nov 2019. Date of report 11 dec 2019. Correction: there was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the screen freezes, and found that when the unit enters stand by when attempting to power off unit, the screen freezes up. The fse replaced the touch screen, central processing unit (cpu), and loaded software and options along with correct hours to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.